Manufacturer narrative:
Device display properly and no missing segment/partial display anomaly noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump screen was hard to read as scuffed up and insulin "squirting out" during the manual prime process. Customer¿s blood glucose was 100mg/dl and current blood glucose was 85mg/dl. Customer stated that plastic was missing from the top of the reservoir compartment but reservoir was able to lock in place. Customer also stated that insulin pump had rainbow in sunlight, rejects a battery every other batter, slower to rewind. Customer stated the drive support cap was normal. Insulin pump will be return for analysis.